Manufacturer narrative:
Sc-1110-02 (sn (B)(4)). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patients ipg was non-functional. The patient underwent an ipg replacement procedure.